Event description:
It was reported that approximately 37 months after 2 xience stents were implanted; 1 in the proximal circumflex artery and 1 in the proximal 2nd obtuse marginal artery, the patient experienced unstable angina. Angiography showed a patent proximal circumflex stent and total occlusion of the proximal 2nd obtuse marginal artery. No intervention was performed, and medical therapy was recommended. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there were no reported product deficiencies. The reported patient effects of angina and occlusion are listed in the listed in the xience v / xience nano everolimus eluting coronary stent system instruction for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.